Manufacturer narrative:
Patient samples were returned for investigation. The investigation was able to confirm the customer¿s results for sample 1 and sample 3. The customer¿s results for sample 2 were not confirmed. For sample 1, the investigation could not exclude an acute infection with toxoplasma. For sample 2, the investigation determined the reactive result is most likely due to interfering antibodies, which are documented in product labeling. In rare cases, interference due to extremely high titers of antibodies to immunological components, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For sample 3, the investigation could not prove the toxo igm status of the sample. However, a false reactive toxo igm is likely. The investigation did not identify a product problem.

Manufacturer narrative:
The country of origin is (B)(6). The customer's samples were requested for investigation.

Event description:
The initial reporter received questionable elecsys toxo igm immunoassay results, for 4 patients, from the cobas e411 rack analyzer serial number of (B)(4). Of the data provided, the results for 3 of the patients were reportable malfunctions. Patient 1: the initial result was 1.02 coi (reactive) and the mini vidas and liaison was non-reactive. Patient 2: on (B)(6) 2019 the initial result was 1.18 coi (reactive) and the mini vidas and liaison was non-reactive. Patient 3: on (B)(6) 2019 the initial result was 1.15 coi (reactive) and the mini vidas and liaison was non-reactive. The questionable results were not reported outside the laboratory.